Event description:
Customer reported that usb port on their device was bent, which made it difficult to charge as the cover over the charging port had broken off. There was no adverse impact to the customer's blood glucose level. Customer declined a follow-up from technical support and is in the process of obtaining a renewal pump. No further action was required.